Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with moderate ketones, extreme thirst, excess urination, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. A call service (cs 052/053/054/055 sleep) alarm issue and frequent occlusion alarm were reported. This complaint is being reported because the reported health event was attributed to a pump malfunction.